Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced two reservoir anomalies. It was reported that insulin pump received a no delivery alarm due to reservoir top was not straight. Customer was able to resolve issue by changing reservoir.